Manufacturer narrative:
The technician found the caster supports were damaged. The technician replaced the brake casters, the supports and the steer caster to repair the bed.

Event description:
Information received indicates the brake is not holding and the steering caster is not steering correctly.